Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridges. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 180-200 mg/dl.